Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the cause of the burning at the ins site was not determined. The patient had an appointment to see their healthcare provider on (B)(6) 2019. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced burning at the battery site. The patient planned on calling their surgeon's office to set up an appointment. Surgical intervention did not occur and was not planned. No further complications reported.